Manufacturer narrative:
Abbott diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. At this time product has not yet been returned and a valid serial number has not been provided. During investigation of the track and trend review related to alarm-2 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-2 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a signal loss while wearing the adc freestyle libre 2 sensor using librelink and did not receive the low glucose alarm. As a result, on (B)(6) 2020, the customer experienced symptoms of hypoglycemia described nausea, dizziness, "circulator system crash" and had a fall, losing consciousness. After the customer came-to, they were able to self-treat with glucose and apple juice. The customer made hcp contact on (B)(6) 2020 and had an x-ray performed and was prescribed ibuprofen 800 mg for bruised ribs related to the fall and loss of consciousness. There was no report of death or permanent injury associated with this event.